Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) exhibited increasing thresholds from 2.4v@0.4ms to 4.0v@0.4ms. The physician mentioned a previous one-time episode of high, out of range shock impedance of 127 ohms in (B)(6) 2024. Lead integrity testing was completed in clinic, and all measurements were stable. The rv lead remains implanted. No adverse patient effects were reported.